Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour meter. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the suspected contour meter with serial #: (B)(6) as 01-dec-2003. The correct device manufacture date is 14-may-2008. Section h4 has been updated.